Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep heard a "pop" and the screen went dark. He found tube end candlesticks were dry and grease had hardened. He regreased the candlesticks and fluoroed without recurrence. The system is working as intended.

Event description:
The customer reported that they have no display on the left monitor. The left monitor keeps going blank during fluoro.